Manufacturer narrative:
The account replaced the siderail to repair the bed.

Event description:
The account alleged that the left foot siderail will not latch in the up position due to a broken weld.